Event description:
The customer reported that while the unit was in use on a pt, the unit display started flickering. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed the reported complaint. The company rep replaced the pcb keypad controller (d670-00-1145) and the coiled cable (B)(4). The unit was tested to factory spec. It functioned normally and was returned to the customer.